Event description:
It was reported to our country manager in france that there was a site and their handheld computer was not holding a charge. Reported as " the light of the battery turned red... Green... Red... Green, so it seems not to keep the charge" good faith attempts are underway to have the handheld computer returned for analysis.

Event description:
Attempts for product return have been unsuccessful.